Event description:
The user facility reported that after deployment of the involved angio-seal, surgery was required due to no blood flow to the patient's leg. The patient was taken to the operating room (or) for surgery with the vascular surgeon to restore blood flow. The event occurred post cardiac catherization with a 6 fr sheath, via common femoral artery (cfa) access. A cutdown was performed to remove the foot plate that was occluding the blood flow to the leg post deployment. Additional information was received on 13january2022: the procedure initially performed was a percutaneous coronary intervention (pci), via a 6 fr sheath in the right common femoral artery (rcfa). An angiogram was performed prior to angio-seal, there was no focal disease and a good access location. There were no deployment issues with the angio-seal. The patient's leg was occluded by the footplate post operation that resulted in surgical intervention. The patient was in stable condition and is fine.

Manufacturer narrative:
Explanted date: not provided. Occupation: cath lab lead tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for a vessel occlusion post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.